Event description:
At some point in time the conductor link (cl) migrated into the external auditory canal. Afterwards during an ear cleaning procedure the cl got caught and was further displaced.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the device in the external ear canal. Further the recipient underwent an ear cleaning procedure during which the floating mass transducer was dislocated. In addition the recipient was no longer within indication criteria for vibrant soundbridge and was therefore re-implanted with a cochlea implant. The explanted device was lost and is not available for investigation. This is a combined initial and final report.